Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a fusion oxygenator, the customer reported a fiber leak from the bottom of the device. Patient blood loss did not occur because of the leak. The same leak occurred in multiple packs. This customer stated that this was an emergent case where there was no time to change out the leak, the device was used. There was no adverse patient effect associated with this event.